Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for sustained ventricular arrhythmia. The patient was cardioverted and treated with medication. They were discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and (B)(6) cannot be conclusively determined through this evaluation. On (B)(6) 2021, the patient was readmitted due to sustained ventricular arrhythmia. The patient received unspecified medication changes and was cardioverted/defibrillated prior to being discharged home on (B)(6) 2021. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information regarding the event will be provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.